Event description:
This is an adverse event noted as part of the (B)(6). Pt has intra-epithelial neoplasia of the esophagus. Circumferential ablation was performed without acute adverse event or device malfunction. At 8 days after treatment, pt developed a fever and was provided empiric antibiotic therapy. No perforation was present. A stricture was noted one month later and was serially dilated. The stricture and symptoms were relieved with dilation. At one year endoscopy, the stricture was resolved and the pt had no dysphagia.